Event description:
It was reported that the navigator ureteral access sheath "dissolved in the patient. The wire was left, but the outer sheath flaked off during surgery". Irrigation was used to flush the sheath particles out of the patient. The procedure was completed successfully. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The complaint device was resterilized through stryker sustainability solutions' open-but-unused process. A physical inspection of the device determined that the hydrophilic coating (purple in color) was flaking off the outer sheath wall. The DHR supports that the device was manufactured/processed according to specification and internal procedures state that all devices are inspected under a magnification lamp for visible damage or defects and instructs for proper handling of devices during inspection in order to avoid any potential damage. However, it is possible the alcohol wiping performed during the processing of open-but-unused devices may have facilitated the degradation of the hydrophilic coating. Based on the number of maude reports for the om, an om defect cannot be excluded.